Event description:
Per the physician, the patient was explanted due to device problem. This was not confirmed by an integrity test. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Event description:
The customer reported smell of insulin inside the reservoir compartment. The customer removed the reservoir and he was unable to determine where the leak was on the reservoir. No further info was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).